Event description:
As reported by the facility, the nurse allegedly could not advance the guidewire. Nurse allegedly tried retracting it while the needle was inserted, and it unravelled. Pt was taken to ir, where an x-ray allegedly revealed approximately 15 mm of wire still inside pt. On (B)(6) 2015 as per clinician the fragment of guidewire rested in the tissue and the dr deemed it safe to keep. The pt was not a candidate for surgery/anesthesia.

Manufacturer narrative:
The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard. A lot history review of rezb0066 showed no other similar product complaints from these lot numbers. The MFR has received the sample and will be evaluated. Results are expected soon.